Event description:
Lead was implanted and was functioning correctly. When the device was attached to the lead during suturing, lead did not sense or pace. Lead was removed and replaced. No patient harm noted.